Manufacturer narrative:
The study reported, "infection was the main causative factor for superficial wound breakdown. The wound complication rate [in the study] was low with the use of prevena dressing with no cases of sheath dehiscence and no pt requiring a second operation." The author commented, "prevena [therapy] should be considered for use in these high-risk [obese] women in order to reduce postoperative morbidity and prolonged hospital admissions." Based on info provide, it cannot be determined that the haematoma was caused by prevena therapy. There have been several attempts made to gather additional info, but there has been no response.

Event description:
On (B)(6) 2014, kci received article, aglim, b., et al. Prevena, negative pressure wound therapy applied to closed pfannenstiel incisions at time of caesarean section in patients deemed at high risk for wound infection. Journal of obstetrics and gynaecology (2014) nov 10:1-4, that reported that 4 (four) obese patients allegedly experienced infection with superficial dehiscence of their wound, 1 (one) of which required readmission. No additional info is available. The unit serial number was not provided. Attempts to gain additional info or return of the unit for investigation have been unsuccessful. Therefore, kci cannot conduct a device evaluation of the unit.